Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx acculink carotid stent system is being filed under a separate medwatch MFR number. It was reported that the green peel-away sheath had not been used; therefore, the barewire circled during advancement. The emboshield nav6 does not contain a peel-away sheath. In this case, it was reported that due to a deformity inside the tip of the non-abbott sheath, the retrieval catheter could not advance. The retrieval catheter was removed without resistance and another emboshield nav6 retrieval catheter was advanced successfully to retrieve the filter. Based on the reported information, the difficulty advancing appears to be due to a deformity inside the tip of the non-abbott sheath. However, this could not be confirmed without the return of the device. The inability to advance can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Without the return of the device, a conclusive cause for the reported difficulties could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that during the procedure in the left internal carotid artery for treatment of restenosis of an rx acculink stent, the emboshield nav6 delivery catheter was advanced. The green peel-away sheath had not been used; therefore, the barewire circled during advancement. The delivery catheter was removed from the anatomy without resistance and another emboshield delivery catheter was used successfully to deliver the filter element. Balloon angioplasty was performed successfully for treatment of the restenosis. The emboshield nav6 retrieval catheter was advanced, but due to a deformity inside the tip of the non-abbott sheath, the retrieval catheter could not advance. The retrieval catheter was removed without resistance and another emboshield nav6 retrieval catheter was advanced successfully to retrieve the filter. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.